Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. Upon visual inspection, no issues were identified that would be related to the reported event. The functional testing was performed using a golden system; the unit powered on and successfully cauterized across all ports and instruments without issue. A review of the generator internal log revealed an additional m-32, c-82 and m-b0. The probable root cause cannot be determined based on failure analysis results. The iesu was visually inspected and evaluated for its mechanical and/or electrical characteristics. However, the failure analysis investigations and in-house testing of the returned product were not able to replicate the customer reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reached out to an intuitive surgical, inc. (Isi) clinical sales representative (csr) to inform that they could not get the integrated electrosurgical generator unit (iesu) to power on and they rolled in a backup. No other information was provided. Logs do not indicate any generator related issues. The procedure was completing as planned with no reported injury.